Event description:
It was reported that a dissection occurred. The patient presented with chest pain. The target lesion was located in the mid left anterior descending artery. A 4.00 x 24 mm synergy was deployed at 14 atm and a 4 mm non-flow limiting dissection was noted distal to the stent edge. Per the physician, the nature of the plaque might have contributed to the dissection. To cover the dissection, an additional 4.00 x 24 mm synergy was deployed overlapping the previous stent. The procedure was completed and the patient fully recovered and is doing well.

Manufacturer narrative:
E1 initial reporter address: (B)(6).